Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device cannot emit exposure even after restart. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot emit exposure. Analysis of system log file by fse showed frontal - large filament regulation fault by point error. Upon functional testing, monitor showed tube defect warning and fse confirmed that the tube was defective. Fse replaced the tube and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform exposure. The user performed a restart of the system, but the issue persisted. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of the complaint.